Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following; the reported phenomenon was not reproduced. The insertion section was damaged and deformed due to physical stress. The adhesive on the bending section deteriorated and was damaged. The connector was damaged and deformed due to physical stress. The angulation was insufficient due to the elongation of the angle wire. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, a connection failure error occurred and the endoscopic image was not displayed. And the unspecified error codes was displayed on the monitor screen. There was no report of patient injury associated with the event.